Manufacturer narrative:
This supplemental report is submitted, to provide the results of the legal manufacturer¿s investigation: the legal manufacturer performed an investigation. The device history records for this device were reviewed, and all records indicated, that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The probable cause of the event was caused, by the insufficient strength of the power switch (design failure).

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and it was determined the power switch is a previous design version; upgrade to a new version switch was performed to resolve the problem.

Event description:
A user facility reported to olympus that the power button remained depressed and would not move. The problem, as reported to olympus, was found on preparation for use. The device was not used to complete the intended procedure. No delay in procedure was reported and the intended procedure was completed. There was no patient injury or harm, associated with the problem, reported to olympus.